Event description:
It was reported the guidewire was not covered with coating all the way. It was moving very tight after PICC was cutted and flushing was not easy. After guidewire has taken away, saline flush was done normally, and PICC is in patient. Event occurred during use. It was found during an investigation (B)(6) 2023 the material was observed to be bunched along its entire length of the stylet.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of available complaint information and an evaluation of the available sample evidence, the following was concluded: the complaint of material on the stylet was confirmed; however, the exact root cause was not identified. The product returned for evaluation was 4fr s/l powerpicc catheter with inlaid stylet. The stylet had been partially withdrawn through the t-lock assembly. Several bends were observed in the stylet. Material appeared to be flaking off of the wire. Microscopic inspection of the sample confirmed the presence of white material on the stylet. The material appeared bunched and peeling. The material appeared to partially coat the stylet wire. It appeared that the hydrophilic coating applied to the stylet wire during product manufacture was bunching and peeling. It could not be determined what caused the delamination of the coating. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. Potential contributing factors include exposure to incompatible chemicals and unidentified environmental factors affecting the properties of the coating.